Event description:
It was reported that digital display is out. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed wear and tear, damaged enclosure, front cover, tank cover, line cord, and pole clamp. Broken light emitting diodes and liquid crystal display. Customer?s electrical issue was duplicated. Impact from customer damage to the light emitting diodes and liquid crystal display by force on the front cover. The root cause of the electrical issue was determined to have been caused by the customer damage to the device. Actions taken to mitigate the reported issue: replaced the printed circuit board which contains the light emitting diodes and liquid crystal display. UDI information is unknown.